Manufacturer narrative:
The 510 (k) is k093745.

Event description:
The user contacted lifescan (B)(4) alleging inaccurate readings on the lifescan meter. Based on customer service investigations, this complaint was ruled-out due to lack of data. Lifescan cannot confirm any inaccuracy from the data provided since only one lifescan meter reading was provided. There was no injury or medical attention sought due to the issue. However, this complaint is now being reported due to the outcome of product analysis results. On (B)(4) 2011 lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation did not confirm the alleged issue; however, a secondary issue was found. An error 4 issue occurred with control solution testing. The returned meter passed testing with no faults found. This complaint is being reported due to the failed device investigations.